Event description:
Removal of bilateral breast implants. Implanted on (B)(6) 2014. Seen (B)(6) 2014 as developed fever and chills, right sided pain, nausea/vomiting. Awoke (B)(6) 2014 with areas of numbness right chest and face. Went to ed and found to have wbc over 20,000. Wound was opened and cloudy serosanguinous fluid expressed. Admitted to hospital. Surgical removal of bilateral breast implants. Cultures indicated many beta streptococcus and staphylococcus. Mod. Moderate gram positive cocci. Patient had bilateral mastectomies with first stage reconstruction on (B)(6) 2014 for family history of cancer and positive gene mutation. Developed pain right breast with fever, chills, vomiting on (B)(6) 2014. Pain became intense and started vomiting on (B)(6) 2014. Went to ed with worsening symptoms including right sided face and chest numbness. Wbc count done was over 20,000. Admitted to hospital. Had bilateral removal of breast implants (B)(6) 2014 due to infection. Breast explants remain on site at hospital in pathology. The physician, dr. (B)(6) follows up with manufacturer related to the implants.